Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the stent implant stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The yellow protective sheath was returned on the stent and the stylet was returned advanced through the guide wire lumen. The hypotube was separated 39 cm distal to the strain relief tubing and the shaft was held together by a small piece of jacket material. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket was jagged and stretched at the separation. There were two bends in the hypotube 3.2 cm proximal to the separation and 22 cm distal to the separation. There were no kinks or damages noted to the tip or inner member. There was no other damage noted to the stent delivery system (sds). The tip length was measured and met mfg criteria. The tip length was 5mm. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Analysis of the returned product noted that the stent implant was stationary on the tightly-folded balloon between the markers with no noted damage, which is consistent with the reported info that the sds was inserted into the anatomy but not inflated. The stent outer diameter met mfg criteria. There were no kinks or damages noted to the tip or inner member, and the tip length met mfg criteria. It was noted that the hypotube was separated, but the shaft was held together by a small piece of jacket material, confirming the reported shaft detachment. Three fracture faces were ovaled as if the hyptotube was kinked prior to separating and the jacket was jagged and stretched at the separation, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were two bends in the hypotube near the separation and another bend 22 cm distal to the separation. As there were no reported shaft bends or kinks during inspection prior to use, it is likely that the bends occurred during attempts to cross the lesion or torquing. Based on the reported info, the severe anatomy and heavily calcified lesion likely contributed to failure to advance, which in turn from the resistance and torquing of the sds, likely contributed to a shaft kink or bend and eventually the reported shaft detachment. In this case, the reported failure to advance and shaft detachment appear to be related to the operation context of the product, and there is no indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The failure to advance can be influenced by many factors and is not generally associated with a product quality deficiency. All stent delivery systems are 100% visually inspected for damage, shaft kinks and proper guide wire movement during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Device issue: shaft separation. Time of device issue: during the stenting procedure. Adverse event: none. It was reported that the device failed to advance to a highly calcified lesion. The device was repeatedly torqued and the proximal shaft of the xience v stent delivery system bent. The shaft was broken in two pieces; however, was held together by the jacket, outside the pt anatomy. The pt anatomy was severe and significant resistance was encountered during insertion. Flushing was maintained during the procedure and ivus was used. The vascular access site was the femoral artery. The lesion was 90% stenosed and pre-dilatation was performed. The procedure was completed using a second xience v stent delivery system. There were no reported adverse pt effects. Though requested, no additional info was provided.